Event description:
A report was received that the patient had a change in stimulation. An impedance check revealed high impedances on her lead. The patient underwent a lead revision, during which, the physician explanted the lead due to suspected lead fracture. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint was confirmed. The lead passed mechanical testing only. Visual inspection revealed the lead body had a pronounced kink approximately 15 cm from the distal end, 1 cm from the clik anchor setscrew mark. X-ray inspection of the lead revealed that multiple cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.

Event description:
A report was received that the patient had a change in stimulation. An impedance check revealed high impedances on her lead. The patient underwent a lead revision, during which, the physician explanted the lead due to suspected lead fracture. The patient was reportedly doing well following the procedure.